Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarms was confirmed via the submitted log files and was reproduced. A review of the submitted controller event log file spanned approximately 2 days (B)(6) 2023¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 at 00:03:40, the driveline power fault alarm activated due to a pwr_a_broken fault flag. The alarm and fault remained active through the remainder of the log and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mod cable, lot 7335419, was connected to a test system controller, hm3 pump, patient cable, power module, and system monitor. The system controller alarmed for driveline power fault when the cable was manipulated near the inline connector strain relief. The pump operated as intended even with the alarm active. The modular cable ran with the system controller for an extended period without dropping flow or speed. The modular cable wires were tested for conductor breakdown, and the power a line was found to be open when manipulated. The cable was stripped, and the brown power a wire was almost severed. The provided information stated that exchanging the system controller and modular cable resolved the alarms. The root cause for the reported event was determined to be a damaged power a wire in the mod cable, while not conclusively determined the damage is consistent with the repetitive flexing of the cable over time. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate 3 left ventricular assist system (lvas) patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault alarm on (B)(6) 2023. Their system controller and modular cable were exchanged which resolved the alarm.

Manufacturer narrative:
Related manufacturer report number: 2916596-2023-06272. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.